Event description:
The customer called to report an alarm and a blank display. Troubleshooting was performed and the battery compartment was fine. The customer did not want to continue troubleshooting and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarm due to the blank display.